Manufacturer narrative:
This device was returned to mmdg for evaluation. The pump operated within product specifications. The pump history was also reviewed where the pump shows that it had alarmed no food multiple times before it was turned off. Mmdg could not confirm this complaint. There is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump continues to pump air after the bag is empty. The initial reporter also stated that they had seen air in the tubing between the pump and the patient and stopped the pump before air reached the patient. They stated that they also tested the pump and that the pump pumped air at that time as well. (B)(4)